Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the device was unable to sense. Another device was used. No patient consequences.

Manufacturer narrative:
The reported field event of unable to sense and error message was not confirmed. The device was returned in normal working condition. Analysis was normal. No anomalies were found.